Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-486 a patient isolate (class a kpc (klebsiella pneumoniae carbapenemase) was identified as a class b. The user verified the final result using ng-test carba 5. No health impact or consequence reported.